Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to install multiple cartridges onto the pump. Customer's blood glucose level was 228 mg/dl. Reportedly, the customer was ultimately able to load a cartridge and resume insulin therapy.